Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "optical sensor failure" alarm generated. Patient had the iab inserted in the cardiac cath lab on (B)(6) 2018 and arrived to the ICU with a functioning fiber optic cable. Patient went to or (operating room) for coronary artery bypass graft surgery (CABG) on the same day and on arrival back from or fiber optic cable was not reading. The indication for use was a multi-vessel disease with left main and coronary artery disease. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. Three kinks were observed on the inner lumen and catheter tubing approximately 34.8cm, 52.3cm, and 76.2cm from the iab tip. The optical fiber was found to be broken at the kinked location of 76.2cm. The optical fiber was found to be broken, confirming the reported problems. The evaluation confirmed the reported problem. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was an "optical sensor failure" alarm generated. Patient had the iab inserted in the cardiac cath lab on (B)(6) 2018 and arrived to the ICU with a functioning fiber optic cable. Patient went to or (operating room) for coronary artery bypass graft surgery (CABG) on the same day and on arrival back from or fiber optic cable was not reading. The indication for use was a multi-vessel disease with left main and coronary artery disease. There was no reported injury to the patient.